Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced a high blood glucose (bg) level. Bg value not provided. At the time of the report with tandem technical support the customer had not addressed bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.